Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2010 ( (B)(6) male, weight unknown) according to the complainant, when the physician was withdrawing the jagwire, he noted that the distal tip was damaged and the portions of the coating peeled. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation but it has not been received yet; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4): device not received.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010 ((B)(6) old male, weight unknown) according to the complainant, when the physician was withdrawing the jagwire, he noted that the distal tip was damaged and the portions of the coating peeled. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation that a jagwire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2010 ((B)(6) old male, weight unknown) according to the complainant, when the physician was withdrawing the jagwire, he noted that the distal tip was damaged and the portions of the coating peeled. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The visual inspection during analysis reveals that the pebax sliced at approximately 2 cm extending approximately 0.5 cm in length measuring from the distal tip. The reported lot has not been involved in previous complaints. Device history review reveals no anomalies related to the complaint. The most probable cause of failure is attributed to "caused by other device" based on the analysis of the wire. The sliced condition of the pebax indicates that the distal end of the wire came into contact with a sharp instrument or tool. In order to avoid inadvertent damage to the wire, the dfu under precautions and warnings states "dip the distal tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation. The jagwire high performance guidewire is back-loaded through a pre-placed catheter. Furthermore, the dfu cautions "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire. Use a single-use sphincterotome to ensure that the material between the lumens has not been compromised". (B)(4).